Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis pt reported that he received an alarm during treatment and had to revert to manual therapy to complete his treatment. During a f/u call on (B)(6) 2014 the pt reported that he had gained nine pounds. The pt was instructed by his clinical staff to switch to 4.25% peritoneal dialysis solution. A f/u call was made to the pt's peritoneal dialysis nurse to obtain add'l info. The pt's peritoneal dialysis nurse reported the pt had a fluid overload that caused the weight gain. The pt's peritoneal dialysis solution was changed to help pull the extra fluid off. Treatment sheets were provided by the pt's nurse and reviewed for no further treatment problems.